Manufacturer narrative:
The reported complaint of the guidewire (lot # 149141) would not retract from the solex 7 catheter (lot # 149141) could not be confirmed during the testing of the returned guidewire because the customer returned a completely damaged guidewire. The root cause of the reported complaint based on the functional testing of the returned solex 7 catheter was due to the blockage caused by an abnormal curvature in the distal tube of the catheter used at the time of the event. During visual inspection, the returned guidewire was observed to be kinked and stretched along the length of the guidewire. The kink was observed at 10 cm away from the j hook. Unable to perform further testing due to the condition in which the guidewire was received. As per zoll's instructions for use (IFU), never use excessive force in moving the catheter or guidewire. If resistance is encountered, an x-ray should be performed to identify the reason for the resistance. Avoid rough or overly vigorous manipulation of the guidewire to prevent damage to the guide or the vessel. Hold the catheter at the desired depth and remove the guidewire. If resistance is encountered when attempting to remove the guidewire after catheter placement, the guidewire may be kinked at the tip of the catheter. If resistance is encountered, withdraw the catheter relative to the guidewire about 2-3cm and attempt to remove the guidewire. If resistance is encountered again, remove the guidewire and catheter simultaneously. Do not apply undue force to the guidewire.

Manufacturer narrative:
The reported complaint of the guidewire (lot # 149141) would not retract from the solex 7 catheter (lot # 149141) could not be confirmed during functional testing, and the root cause of the reported issue remained undetermined. During visual inspection, the returned guidewire was observed to be kinked and stretched along the length of the guidewire. The kink was observed at 10 cm away from the j hook. Unable to perform further testing due to the condition in which the guidewire was received. As per zoll's instructions for use (IFU), never use excessive force in moving the catheter or guidewire. If resistance is encountered, an x-ray should be performed to identify the reason for the resistance. Avoid rough or overly vigorous manipulation of the guidewire to prevent damage to the guide or the vessel. Hold the catheter at the desired depth and remove the guidewire. If resistance is encountered when attempting to remove the guidewire after catheter placement, the guidewire may be kinked at the tip of the catheter. If resistance is encountered, withdraw the catheter relative to the guidewire about 2-3cm and attempt to remove the guidewire. If resistance is encountered again, remove the guidewire and catheter simultaneously. Do not apply undue force to the guidewire.

Event description:
A (B)(6)-year-old male patient underwent ivtm therapy after cardiac arrest. A solex 7 catheter (lot# 149141) was inserted into the patient's right subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 38.8 °c, and the target temperature was set at 34.5 °c at the max rate. After placement of the catheter, the physician tried to remove the guidewire (lot# 149141). However, the guidewire would not retract, and therefore, the physician removed both the catheter and guidewire together. A second solex kit (lot # 149141) was used, but the same issue happened again; the second solex catheter was smoothly inserted into the patient's right subclavian vein, but the guidewire would not retract to be removed. Subsequently, the second catheter and guidewire were also removed. The third solex kit was used, and the guidewire was easily removed without any issues. Following this, ivtm therapy was initiated and completed successfully using the same thermogard console. No consequences or impact to the patient. Please see the following related MFR report: (B)(4) references the other guidewire used in this event. (B)(4) references the solex 7 catheter used in this event. (B)(4) references the solex 7 catheter used in this event.